Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was not able to reproduce the reported issue. However, the fse was able to verify the error codes 53 and 55 in the iabp¿s diagnostic error log. The fse the replaced the executive processor board. After the repair was complete, the fse performed functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. The full name of the event site noted is (B)(6) medical ctr.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped inflating. It was reported later on that the iabp stopped pumping and the touch screen became unresponsive. The electrocardiograms (EKG) and blood pressure waveforms were visible on the display. After the machine was powered off and back on again, it resumed normal function. No alarms were registered. There was no patient harm and no adverse event was reported.